Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of high glucose. The log review also confirmed the reported issue related to cgm pairing, which likely contributed to this event. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, a patient called to report a hyperglycemic event that occurred all day resulting from a sensor pairing issue. The patient was having difficulty pairing their sensor, leading to high bg with a manual bg of 600 mg/dl. Later in the day, the patient's son called to report the patient was transported by ems to the ER for insulin injection treatment. The patient's bg came back into range. The patient plans to resume ilet therapy.